Event description:
Patient presented with left vocal cord paralysis following vns implant surgery. It was noted to be due to the stretching of the recurrent laryngeal nerve. No other relevant information has been received to date.

Event description:
Additional information received noting that the reported left vocal cord paralysis has recovered/resolved. Medications were added to help treat the patient, prolaryn injections and also speech & swallow therapy.

Event description:
Information received indicating that the patient's outcome for the reported adverse event of left vocal cord paralysis is now noted as being recovering/resolving.